Event description:
It was initially reported the patient was still doing poorly after treatment. It was stated they were also doing poorly to begin with and that is why they had the treatment. Follow up information received from the healthcare professional (hcp) reported that there cause of the issue was an infection. The I ntervention of removal of the patient¿s implantable neurostimulator (ins) system was noted. It was also reported that the patient did experience 50% or greater symptom relief. The patient outcome was reported as good.

Manufacturer narrative:
Concomitant: product ID 435135, serial# (B)(4), implanted: 2006-(B)(6), product type lead, product ID 435135, serial# (B)(4), implanted: 2006-(B)(6), product type lead. (B)(4).